Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has received the suspect gas delivery engine (gde) but it is still under investigation.

Event description:
The device trained customer reported on this avea ventilator an intermittent fraction of inspired oxygen (fio2) delivery variant. The set fio2 apparently drifts out of specification. No known reported patient events associated with this event at this time. The device trained customer reported a blended gas pressure transducer (bgpt) error in the error log. The customer reported a calibration failure of the bgpt and requested a replacement gas delivery engine.

Manufacturer narrative:
Service investigation was completed prior to submission of the initial MDR but was not included in error. This was identified on (B)(6) 2017. Service investigation: the carefusion service department received the suspect gas delivery engine (gde) for investigation. The gde was visually and physically inspected, which found no damage to the gde or the blender assembly. Testing results passed the oxygen sensor calibration, the blender verification test and transducer calibrations. The reported issue of the fraction of inspired oxygen (fio2) drifting out of specification was not duplicated by the service department. No failures were detected so no root cause could be determined.